Event description:
MDR is being cancelled as it has been determined to be a duplicate to MDR 747735 mfg report# 2249723-2023-00207.

Manufacturer narrative:
MDR is being cancelled as it has been determined to be a duplicate to MDR 747735 mfg report# 2249723-2023-00207. Revert the following sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) device does not start up and keeps giving an alarm.